Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event is approximate as the data were collected between june 1, 2017 and june 30th, 2022. Author information: gulati, g. (2025). Pre-implant renal function and optimal outcomes among older lvad recipients: an sts-intermacs analysis. Https://doi.org/10.1016/j.healun.2025.02.967 cardiovascular center, tufts medical center, boston, ma, nephrology, tufts medical center, boston, ma, kirklin solutions, birmingham , al, henry ford hospital, detroit, mi. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), stroke, multiple types of organ failure and dysfunction (right heart failure, respiratory failure, and renal dysfunction), and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management,¿ (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿pre-implant renal function and optimal outcomes among older lvad recipients: an sts-intermacs analysis¿ identifying that hm3 may be related to infection, gi bleed, reoperation (excluding lvad exchange), right heart failure, lvad exchange, dialysis, stroke, death, and respiratory failure. This is a retrospective analysis where 4880 adult patients with intermacs profiles 3¿7 who received a first, isolated heartmate 3 lvad between june 2017 and june 2022, stratified by age (<65, 65¿70, and >70 years). Adverse events (aes) were weighted based on their multivariable adjusted association with 3 year mortality to create an outcome score categorizing patients by survival and ae burden. Three year survival decreased with advancing age (78.3% in <65, 68.6% in 65¿70, and 64.6% in >70), and older patients were less likely to survive with a low ae burden, particularly those with impaired renal function. Survival with low ae burden declined with both increasing age and decreasing egfr, with patients over 70 years and egfr <30 having the poorest outcomes. Overall, the findings indicate that older lvad recipients, especially those with renal dysfunction, are less likely to achieve optimal outcomes at 3 years, highlighting the importance of considering age and renal function in lvad patient selection.